Event description:
The caller reported that the pump battery was depleting too quickly, which led to a shutdown of the pump. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via the pump and did not require any third-party assistance. The customer, using the ios mobile app version 2.9.1, was instructed by technical support to uninstall and reinstall the app and monitor for battery depletion exceeding 35% per day. The caller understood and acknowledged these instructions.